Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent posterior lumbar fusion spinal therapy for l1 compression fracture. It was reported that during follow-up visit, the left screws in l2, 3, and 4 were backed out which was identified during the imaging. There is a plan of refixation. No further complications or symptoms were reported. Additional information was received via manufacturer representative that revision surgery was performed on (B)(6) 2022 and all the reported products were backed out. The implant date is (B)(6) 2022 and explant date is (B)(6) 2022.

Manufacturer narrative:
H3: product analysis -part# 55750047545, lot# h5628398 visual and optical inspection revealed the top portion of the crown of the screw has been worn from the seating of the rod. The bone screw threads show no signs of being damaged. Functional inspection confirmed the screw head was able to pivot in all directions. The screw appears to function as intended. Unable to determine root cause of screw backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.